Event description:
During baxter's eval of a spectrum pump, it displayed a door not fully latched message, when the door was closed. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of spec with respect to door not fully latched message. These displayed during the eval and found to be caused by a failed lower link switch due to debris. The debris was removed. The lower auxiliary assembly was replaced.